Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted as part of a system revision due to infection with infective endocarditis. The infection was attributed to persistent methicillin-resistant staphylococcus aureus (mrsa) from a wound on the left foot, and a transesophageal echocardiogram (tee) confirmed there was vegetation on the leads. No additional adverse patient effects were reported. This crt-d was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted as part of a system revision due to infection with infective endocarditis. The infection was attributed to persistent methicillin-resistant staphylococcus aureus (mrsa) from a wound on the left foot, and a transesophageal echocardiogram (tee) confirmed there was vegetation on the leads. No additional adverse patient effects were reported. This crt-d was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding resolution. At this time, no further information is available. Additionally, the product has been received for analysis. This report will be updated upon completion of analysis or if additional information become available.